Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6 codes have been updated to reflect this information. Codes removed: b20 c20 d14 g02002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) called to clarify that they met with the patient (pt) and wanted to clarify that the pt thought their pico dressing, the negative pressure device they applied to the incision, was their lead, and thought that the device had come out of their body, but it was a misunderstanding. Hcp noted they visually observed the incision site and took the pt to an xray and there is no concern regarding the device at this time. The hcp noted they would be meeting with a rep soon and notify them. On 2026-feb-10 rep called to clarify the issue that pt had called about in this case involved the pico dressing that the patient had over their implant wound site and was unrelated to the system itself. The patient had their post op visit today and they turned on stim and pt has full coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they really weren't given a proper direction or knowledge about the stimulator that was implanted to them. Patient stated that they "broke off the wire" and the "wires on them was hanging out". Patient mentioned that they have a box but wasn't told on what to do. Patient seems to be unaware on the purpose of the implant that they have. Patient mentioned that the wound are find but they do not know what is the implant for. Patient kept saying they broke up the cord and it was a clear cords and they are not getting any stimulation. Patient will have a next appointment in (B)(6) 2026. Agent redirected patient to hcp to further address the concern. No symptoms were reported.